Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that a patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock as the electrode had dislodged from the patient twiddling the s-ICD. Surgical intervention was performed and a new electrode was implanted. The s-ICD remains implanted and in service. No additional adverse patient effects were reported.